Event description:
During a surgical procedure, the yag laser was placed on standby function, which malfunctioned, leading to the laser becoming very hot, and a puddle of coolant was leaked onto the floor. No harm to the patient or staff. The laser did work properly during use prior to being placed on standby.